Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The target lesion was located in the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used to view the lesion but lost image occurred. The procedure was completed with another of the same device. No patient complications reported and the patient status is good. However, device analysis revealed an open hole at the sheath lap joint assembly.

Manufacturer narrative:
Age at time of event: 18 years or older. Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).